Event description:
It was reported while testing for sars-cov-2 on bd max¿ system, bd max¿ instrument there false positive results were obtained. Multiple attempts have been made to obtain additional information, the customer has not responded. The following information was provided by the initial reporter: customer reports inconsistent results when running the bd covid assay for one patient.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" result. Customer reported that they are receiving n1 false positive on covid runs. Review of database and log files by service shows that false positive results shows weak, late, amplification, which indicate cross contamination. Service also reviewed unr errors and noticed that the curves were truly flat which allude to the target ic not being amplified. Customer was recommended to conduct em and to periodically perform em. Customer performed cleaning and ran em swabs with no issues. Field service was dispatched. Field service verified that the assay is update to date and that the software is functioning correctly. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by log review by service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 on bd max¿ system, bd max¿ instrument there false positive results were obtained. Multiple attempts have been made to obtain additional information, the customer has not responded. The following information was provided by the initial reporter: customer reports inconsistent results when running the bd covid assay for one patient.